Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review could not be performed as there was no lot number provided. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered by the patient prior to infusion. This report documents patient involvement but no injury or adverse event. No additional information is available.